Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg result was obtained from a single patient sample on a vitros 5600 integrated system. The definitive assignable cause of the non-reproducible, higher than expected bhcg result could not be determined with the information provided. Historical quality control results were not provided to evaluate the overall performance of vitros bhcg lot 1658 and vitros bhcg within-run precision testing was not performed to evaluate the vitros 5600 system performance. Therefore a reagent or analyzer issue could not be confirmed or ruled out as a contributor to the event. Based on the difference observed with the viscosity and the turbidity indices value, along with the vitros assay results from the initial test event not matching the repeat values, a pre-analytical sample mix up cannot be completely ruled out. If a pre-analytical sample mix up did not occur, than improper sample processing (sample centrifugation) is the probable contributor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros bhcg result from a single patient sample when processed on the vitros 5600 integrated system. Patient sample result 245.47 miu/ml versus < 2.39 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is unknown if the non-reproducible, higher than expected bhcg result obtained from the patient sample was reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).